Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that the needle failed to deploy and did not insert into the skin at the infusion site on the patient¿s back. The parent noted that the pink slide did not advance as expected, and the patient did not experience the usual sensation associated with needle insertion. Upon pod removal, the cannula was not visible. In addition, the pod reportedly failed to connect to the controller for approximately 10 minutes. No impact on the patient¿s blood glucose levels was reported. The parent replaced the pod, and therapy was successfully resumed.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure complaint could not be determined. No damages or manufacturing defects were observed that would contribute to the reported communication error complaint. The shelf mode current (smc) was measured to be within specifications. The cause of the reported communication error complaint could not be determined.